Event description:
The event was reported as a medwatch (B)(4), rec'd on 4/16/2009. Inspiratory breathing limb came into contact with the expiratory limb which caused the inspiratory limb to melt at the contact point. This caused the circuit to leak. No report of pt injury. No further info available.

Manufacturer narrative:
Sample has been requested but not returned to MFR yet. Investigation is ongoing but not completed. A follow-up report will be sent when completed.